Event description:
The description of complaint was reported as: product provided was in a incorrectly labeled package. The product was being used by and end user. It was quickly identified as being wrong product when patient communicated that she was not getting oxygen and product was switched out. No pt injury reported.

Manufacturer narrative:
Sample requested, but not received at the time of this report. The results of the investigation are not available at the time of this report. A follow up investigation report will be sent when available.